Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 419 mg/dl and ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. Reportedly the customer had a "lack of breathing". The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.